Event description:
An audible critical alarm occurred and was confirmed by telemetry. The pump went into safe state, and the logs indicated that a reset occurred. A "low battery as of (B)(6) 2010" was noted. The pump was in a battery field action. Pump replacement was discussed. In later reporting from (B)(6) 2010, it was noted that the pump contained 500 mcg/ml lioresal with a dose of 150 mcg/day. The pt experienced withdrawal symptoms and was admitted to the hospital. The pt received oral baclofen. The pump was replaced on (B)(6) 2010. The pt was doing well with the new pump.

Manufacturer narrative:
(B)(4).